Event description:
It was reported that the pt is in extreme pain. He states a surgeon advised that he will need a revision. The pt states he has popping and grinding in the left hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.